Event description:
The facility reported a colleague pump that indicates fluid is being delivered when the IV bag is empty resulting in a failure to alarm for air in the line. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of a colleague pump failing to alarm for air in line when the IV bag is empty was unable to be confirmed. The device was not made available to baxter for evaluation.